Event description:
Initial surgical procedure performed, left thoracotomy, left upper lobectomy, mediastinal lymphadenectomy failure for bronchoscopy, left thoracotomy , repair of a tear in the membranous portion of the left main stem bronchus with an intercostal muscle flap.